Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Correction to d4 and g2 (inadvertently selected healthcare professional). Update d9, h3, and h6 to account for product receipt and evaluation. The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The probe was broken at 14mm from the distal end of the probe. There were scratches around the broken area. The surface of the broken area was inspected. The probe was broken from the scratched area. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is possible that the probe was broken by the following mechanism(s): 1) activated output while the probe tip was contacted hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments. This caused the probe tip to be scratched. 2) kept doing activated output in the state described in step ¿1¿. This caused an applied load on the probe tip, cracked due to the scratches on the probe tip. 3) some load was applied to the probe and the probe broke. The event can be detected/prevented by following the instructions for use which state: "this product is intended for soft tissues. Do not output with the tip of the probe grasping hard tissues such as bone or calcified tissue, or metal clips, stapler needles, or other surgical equipment (e.g., uterine manipulators or forceps). Scratches on the tip of the probe, heat generated by friction between a hard substance and the tip of the probe can cause severe wear, deformation, tearing, or partial peeling of the tissue pad, and contact between the probe tip and the metal gripping area can cause the probe tip to break before an error message or warning sound is heard. The sonicbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/split/protruding/partial separating of the tissue pad. In turn, the probe may break before displaying an error window or generating an alarm tone. Never allow the probe tip to come into contact with or grip metal clips, stapler needles, or other stiff objects of surgical equipment (e.g., uterine manipulators). If the probe tip comes into contact with these hard objects without being noticed, the probe tip may be scratched due to ultrasonic vibration, causing damage or falling off. Do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity". Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the instrument was being used for a therapeutic laparoscopic cholecystectomy procedure. The scissors probe fell off after the scissors were removed from the patient's body. The procedure was completed with no delay, using a replacement device. There was no report of patient harm.

Manufacturer narrative:
E1) establishment name: (B)(6). The device was not returned to olympus, but it is expected to be returned for evaluation of the reported issue. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.